Event description:
The plaintiff alleges that the plaintiff worked as a licensed practical nurse and wore and was continuously exposed to antigenic natural latex proteins in latex gloves. The plaintiff alleges that in 1999, following skin testing, was diagnosed by dr as being allergic to latex. The plaintiff also alleges that the plaintiff has become sensitized to latex, and is now subjected to increased health risks. The plaintiff further alleges that plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore the plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally, the plaintiff's spouse alleges that has suffered the loss of consortium, support, services and companionship of spouse.